Event description:
It is reported that in 2006, during a total knee arthroplasty using a nexgen im femoral sizing guide, the surgeon had some difficulty getting the sizing guide to seat properly, so he used a mallet to fully seat it. The following day, a post-op x-ray revealed that a metal piece had broken off of the femoral guide and was in the pt's femur. The surgeon decided to leave the piece implanted.

Manufacturer narrative:
H3. Evaluation summary: probable cause is instrument abuse. The complaint indicated the surgeon impacted the instrument, which may have contributed to the fracture. Surgical technique recommends use of step drill to enlarge hole of femur to reduce im pressure during placement of guide. H6. Eval: weld is fractured where the block and im rod converge. There is impact damage to the dovetail of the block and to the base tube. Device has a potential field age of nearly 2 yrs and meets dimensional specification where measured.